Event description:
It was reported that during implant the lead had high impedance and high threshold. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return of threshold unacceptable and high lead impedance were confirmed. Analysis found white masking over electrode ring that resulted to high lead impedance and unacceptable threshold. The hv lead impedance was normal. No other anomaly was found on the lead except for the insulation cut which may have occurred during implant or explant procedure.